Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that symptomatic patient presented to the ER. Patient is dependent. Post paced t-wave oversensing on the lead was noted. The patient did not receive therapy. Device programming changes were recommended.